Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) occurred during dwell 17/17 was not confirmed due to a lack of sample. Not enough data is available within the report to identify root cause; therefore, the root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc). This event occurred during patient use during dwell 17/17. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The hp stated she cycled the power and hc alarmed 2367, the hp stated she has disconnected from the machine and discarded the supplies. The technical service representative (tsr) asked the hp if she was connected when machine alarmed, the hp stated yes. The tsr asked if there were any unused supply lines, the hp stated no. The tsr explained the alarm and instructed the hp to use manual bags; the hp stated manual supplies are expired. The tsr advised the hp to contact the nurse about the alarm and therapy options. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.